Event description:
It was reported that the handpiece was heating up around the collar 45 mins into a procedure. A backup was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the investigation is complete.